Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.50mm x 15mm nc emerge was advanced for dilation. However, during the insertion of the balloon into a launcher guide catheter, the hypotube broke right above the monorail portion of the balloon and got stuck in the guide. The physician removed the fractured device and the entire system. A new guide catheter, guidewire and balloon was used to complete the procedure. No patient complications were reported.